Event description:
Spontaneous report. Patient's (B)(6) called to report pump stopped working after step 2 of infusion. Per (B)(6), steps 1 and 2 were completed and then the pump was making a creaking sound. When (B)(6) tried to resume program, it would not allow for resumption of infusion. Provided with updated program for completion of 580ml of 610ml infusion. Pump successfully reprogrammed and infusion continued but per (B)(6), she was uncertain of pump working normally for next infusion. No interruption to therapy or adverse event reported, pump is being replaced. Unknown if defective pump is available for return. Serial number (B)(6), expiration 01-09-2025. Reported to cvs/caremark by health professional.